Manufacturer narrative:
Other device involved in this event: battery/(B)(4); exp date:09/30/2016; mfg. Date: 09/30/2015; product received: n/a; product issue: (B)(4) battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the charged batteries were connected to the controller unit providing power, the controller unit automatically switched to the other battery. The batteries were replaced. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. Two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller in use (B)(4) during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections.   Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - battery / catalog number 1650de / expiration date 09/30/2016. (B)(6). Device available for evaluation?: no, no, not returned to manufacturer. Device manufacture date: 09/30/2015, labeled for single use?: no. (B)(4). It was reported that the patient was experiencing power switching events. Two batteries were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the devices were not performed since the units were not returned.  Log file analysis revealed that the controller in use ((B)(4)) during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate power switching. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.